Event description:
It was reported that the one intermittent catheter in the box was blocked all the way down the into the tube.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received (1) photo sample. Photo sample showcases the tip of catheter clogged with unknown material. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the one intermittent catheter in the box was blocked all the way down the into the tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.